Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the electrode was shorter when the sensor was removed. The customer's blood glucose level was 200 mg/dl. The customer also reported that they received sensor alerts. The device will not be retuned for analysis.